Event description:
The user installed a large diameter implant in an area of limited bone availability (anterior regions should be treated with 4.0 or 3.6 mm diameter implants). The implant was too close to the adjacent teeth.